Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8 device serviced by third party, d9, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d1 brand name, e1 initial reporter,e2. A getinge field service engineer tried to contact biomed (thomas dawson), at the va the morning that fse got this information. Biomed stated that they had not gotten any complaints from the perfusion or the cath lab regarding an issue with a balloon pump. Fse did ask him to look into it and get back to fse. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported that during use on a patient customer called, the cardiosave intra-aortic balloon pump (iabp) screen was locked. There were multiple attempts to restart to get the screen unlocked. Customer had pressed all around the unlock key, and tried holding down the unlock key without success. Customer stated the screen did nothing, so unit was powered off the pump and then powered it back on. The screen was then responsive. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.